Event description:
It was reported that this was a reverse total shoulder joint replacement for shoulder rotator cuff tear arthritis performed on (B)(6) 2024. The rod for reaming guide holder in question was inserted into the holder for reaming guides, and it was attached to the proximal reaming guide 12 mm. Then, it was inserted into the humerus. After reaming the proximal humerus, the surgeon attached the rod and the holder and attempted to remove the proximal reaming guide. Although it was connected to the proximal reaming guide by tightening the screws in the rod, it was not installed properly. It slipped, and the proximal reaming guide could not be removed. The rod tip was deformed and could not attached to the proximal reaming guide. The surgeon managed to extract the proximal reaming rod by using pliers and hitting it with a hammer. The surgeon proceeded to the next procedure, and all implants were inserted. There were no breakages and no metal fragments. The surgery was completed successfully within 30 minutes delay. There was no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint (B)(4) d4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.